Event description:
Boston scientific received information that the patient with this pacemaker with non-boston scientific leads was symptomatic and felt unwell during atrial fibrillation (af). Reportedly, the device undersensed the af causing pacing at the maximum tracking rate. It was thought this device was inappropriately mode switching. Attempts to reprogram this device to resolve this issue were unsuccessful. No syncope was reported. A decision was made to replace this device. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Event description:
Additional information was received: reportedly, the patient with this device had experienced a cardiac arrest. It was though this was due to pacing induced polymorphic ventricular tachycardia.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Case investigation revealed that this patient had not suffered a cardiac arrest as previously reported. Details of the patient's condition had been added in error and were not related to this patient/event. This patient had a routine device explant (competitor replacement) due to symptomatic atrial fibrillation and the product returned for lab analysis.

Manufacturer narrative:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Microscopic inspection verified no obstructions in the lead barrels and confirmed seal ring marks within the barrels, indicating full lead insertion. Each seal plug was removed so the setscrews could be closely examined. No damage, including cross-threading, was noted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.